Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) machine is not switching on and continous beep sound coming for long time alerting technical error #35. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) machine is not switching on and continous beep sound coming for long time alerting technical error #35.

Event description:
N/a.

Manufacturer narrative:
Additional information: tel- (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk and main board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.